Event description:
It was reported when using the pyxis medstation es system that it had a scanner failure, unable to scan. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the barcode scanner was faulty. The field service engineer confirmed that the user had already replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer verified the device.